Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The cause of the problem was the failure of the latch lock sensor, and it was replaced to fix the issue.

Event description:
It was reported that the operator tried to start with latch-lock, but it does not start because the display shows that it is not locked. The results of the investigation found that the latch lock sensor failed. There was no patient involvement.